Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the connector portion of a partial lead was returned in one piece measuring 47.5 cm. External insulation abrasion was noted at 7.7-7.8 cm from the connector pin consistent with lead friction to device can. The re coil was exposed.

Event description:
This report is to advise of an event observed during analysis.